Event description:
It was reported to st. Jude medical that the ICD repeatedly presented with a device parameter error upon interrogation. Reprogramming was attempted without success. The decision was made to explant the device and return it for eval.